Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the microintroducer was very difficult to tear off during tube placement, causing a lot of trouble with puncture.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty breaking the t-handle of a microintroducer is confirmed; however, the exact cause is unknown. One video of a 4.5 fr microintroducer was returned for evaluation. An initial visual observation of the video showed a clinician attempting to break and peel the microintroducer after inserting the groshong catheter into a patient¿s arm. The t-handle was observed to fail to break/split. Details of the t-handle and the condition of the skiving were unable to be discerned from the returned video; therefore, the root cause of the difficulty breaking the t-handle could not be determined. This complaint will be recorded for future trending and monitoring purposes.